Event description:
During treatment with the anesthesia workstation alarm for leakage and airway pressure high were generated. There was no patient harm. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that no issues could be found. In the provided device logs occurrence of alarms indicating a leakage could be confirmed. The treatment was ongoing for one hour. The following alarms indicating a leakage were generated from start and during about 40 minutes; leakage, expiratory minute volume low, excessive leakage, respiratory rate high, etco2 low and a few alarms for high airway pressure. During the last 20 minutes respiratory rate high alarms were frequently generated and also a few etco2 high alarms. The combination of alarms generated indicates a leakage situation and this may affect the co2 gas exchange and co2 measuring. The test log shows that system checkout (sco) prior to the event passed without deviation. The first sco performed after the event failed in the flow transducer test but the next sco that was started a few minutes after was successful. The trend log is not available since the logs were saved more than 24 hours after the event. The root cause to the reported issue has not been determined. The device failed to meet its specifications. There was no patient harm. There have been no adverse event sustained as a result of the issue. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 10/10/2017; corrected manufacture date: 09/22/2017. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.